Event description:
It was reported that the patient lost stimulation following a car accident. The device was unable to be interrogated. The device and the extensions were explanted and replaced with "great results". The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.